Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. The balloon was initially inflated at 10 atmospheres; however on the second inflation at 10 atmospheres for a few seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition after the procedure.